Event description:
The pt was a male with a history of smoking. He was not currently taking a known cardiac medications. The target lesion was the proximal through mid left anterior descending artery (lad). The lesion was a de-novo, eccentric, bifurcated stenosis. Aha/acc classification of the vessel was type c. The lesion length was 40mm and vessel diameter was 3.0mm. The procedure was an emergent case due to acute myocardial infarction (ami). The info regarding pre-dilatation was unk. Heparin, plavix and aspirin were administered. The first cypher (2.5/23mm) was implanted at 16atm for 15 seconds and 20atm for 5 approx 10 seconds in the mid-lad. A second cypher (3.0/28mm) was then implanted at 16atm for 15 seconds and 20atm for 5 approx 10 seconds in the proximal lad. The first and second cypher stents were not overlapping. A third cypher (3.0/18mm) was implanted at 16atm for 15 seconds and 20atm for 5approx 10 seconds in the proximal lad. The second and third cypher stents were overlapping each other. Post-dilatation was conducted with a balloon (2.0/unkmm) using the kissing balloon technique. The info regarding ivus and residual % of stenosis was unk. Timi flow before the procedure was 0 and was 3 after the procedure. Act was measured; however, the results are not reported. The pt was discharged from the cath lab on aspirin and plavix. Returning to his hospital room after pci, the pt complained of chest pain. Repeat angiography was conducted and thrombs (acute) was observed in the second and third cypher stents implanted in the proximal lad. To treat the thrombus, aspiration thrombectomy was performed. An intra-aortic balloon pump (iabp) was placed for hemodynamic support. Balloon angioplasty was conducted. An additional driver stent was implanted within the cypher stents. Four days later, the pt developed ami in the hospital. Another angiogram was and again thrombus (sub-acute) was observed in the second cypher stent in the proximal-lad. To treat the thrombus, aspiration thrombectomy was once again performed. Balloon angioplasty was performed and the iabp was re-inserted for hemodynamic support. A thrombolytic agent was also administered (monteplase 1600,000u). The anti-platelet regimen was changed from plavix to ticlid and warfarin. Physician's comment: the possible cause of the first thrombotic event (acute) was because anti-platelet medicine was administered from the implant day. The possible cause of the second thrombotic event (sub-acute) was because anti-platelet medicine might not work well.

Manufacturer narrative:
This cypher product is not distributed in the us; however, it is similar to the us distributed cypher product. This is one of two reports submitted for the same pt. Please reference MFR report #s: 9616099-2008-00844 and 9616099-2008-00845.